Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test, occlusion test, priming test, excessive no delivery test and displacement test. The device had minor scratches on the lcd window, cracked case at the display window corner, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 424 mg/dl. Customer declined to troubleshoot for high blood glucose levels and instead advised they would like the insulin pump replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.